Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -13.00/1.5/117 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. Low vault with rotation was observed, the lens was repositioned on (B)(6) 2020, but did not resolve the problem. On (B)(6) 2021 the lens was replaced for a longer length lens and the problem was resolved. Cause of the event is reported as unknown.